Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device had a sticky trigger, identified during service and repair, was confirmed. The assignable root cause of the loose knob was determined to be traced to device design, which has been escalated to CAPA. Further results of the analysis will be captured under the CAPA. The assignable root cause of the remaining malfunctions found during service and repair was determined to be due to component failure from wear. Service history review: a review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the battery oscillator device knob was loose, the device trigger was sticky and the handpiece was not functioning. It was further determined that the device failed pretest for check the quick coupling for saw blades, check for sticky trigger, check function of device and check oscillation frequency with frequency meter. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.